Event description:
Patient called to report an adverse event and product issues involving his medtronic 670g insulin pump and sensor. Patient stated that the sensor reports a much higher value than the actual blood sugar which causes the pump to continue to deliver insulin and can lead to a deadly situation. The patient said he has had this happen multiple times with a difference of over 100 points. The patient stated the last time his blood sugar was 40, but the device was reading 150, luckily, he checked and treated his low blood sugar. The patient also mentioned some pump design flaws he would like to be investigated. Patient stated the user interface has too many extra steps that are unnecessary and feels excessive. The patient stated that when the pump alerts, if you don¿t acknowledge it within 30 seconds, it will continue alerting every 30 seconds and get more obnoxious and stressful which seems counterproductive.